Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d9 h3, h4, h6: part 316.410, lot f-12405: manufacturing site: selzach. Supplier: shinx werkzeuge ag. Release to warehouse date: july 25, 2012. Lot f-18585: manufacturing site: selzach. Supplier: shinx werkzeuge ag. Release to warehouse date: august 09, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. H3, h6: a product investigation was completed: visual inspections revealed that the device's distal flute tip was broken off and it was not returned. The complaint is confirmed for broken condition. However, complaint cannot be confirmed for the embedded device since there was no CT scan/x-ray was provided. Also, etch on the device is not difficult to read. Measured shaft diameter (proximal to breakage) and it was found to be conforming. The relevant drawings were reviewed. The overall complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the drill was split, and the bit was broken at the time of insertion in the bone on (B)(6) 2020. The bit tip could not be removed, its remaining inside the patient¿s jaw. It was unknown if surgery was delayed. The patient outcome was unknown. This complaint involves one (1) device. This is report 1 of 1 for pc-(B)(4).